Event description:
It was reported that the pulse generator exhibited crosstalk. The patient was asymptomatic. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).